Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee floor system. During an acute procedure, the footswitch guard was enabled, resulting in a delay in treatment. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During investigation the root cause for the reported system behavior was a cold solder joint found on the user location interface (uli) board. Due to this the 24 volts supply for the wireless x- ray foot switch receiver board was interrupted. During the event the system detected this error, prohibited further movement and displayed "footswitch: guard active" message to the user. No systematic system failure has been identified and no corrective action in planned based on this event.